Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Two increased intraperitoneal volume (iipv) situation were identified in the log of a returned homechoice (hc) device. This is report 2 of 2. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 2300ml and the cycle ultrafiltration was 1724ml, indicating a drain volume of 4024ml. This volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.